Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of 'dense' stage one diffuse lamellar keratitis (dlk), observed on one left eye one day post lasik surgery. Patient was noted to have been treated with oral steroids. Additional information has been requested.